Manufacturer narrative:
(B)(4).the field service engineer reported that the customer refused the repair of the ventilator.

Event description:
Covidien received information stating that an 840 ventilator had a screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Device evaluation summary: the 840 ventilator was returned to medtronic for failure investigation. A visual inspection was performed. The breath delivery unit (bdu) power supply was not secured in the chassis. The power on/off was reversed and part of the 120v power cord was broken and still attached to the bdu. It is unknown and unreported how this damage occurred. The ventilator was powered up. The graphical user interface (gui) top screen was blank/distorted. Previous investigations indicate that this fault was caused by the vga controller, reference designator u34. Those vga controller devices are no longer manufactured by any vendor and are now obsolete. No further investigation or repair was possible on this xena 1 printed circuit board as no replacement component is available. It was also observed that the exhalation valve was continually clicking, which was an unreported issue. This fault was isolated to the bdu vent head pcb. A visual inspection of this pcb revealed there was slight thermal damage adjacent to c1. If information is provided in the future, a supplemental report will be issued.